Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 3/24/2025. H6 component code: g07002 - device not returned. H6 component code: c22 - photo analysis. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigational summary: this is an analysis for a photo submitted to ethicon for evaluation. During the visual analysis the following was observed: the image was visually inspected product code vcp304h and batch ap5234. The lot number was entered to the ethicon database indicating that the batch could not be legitimate. The diversion was confirmed. Ethicon products were not distributed by authorized affiliates. Besides that, diversion was also confirmed due to ethicon products were not distributed by authorized affiliates. As part of our quality process, the manufacturing records for this batch serial number were reviewed and manufacturing standards were met prior to the release of this batch. As part of ethicon's quality process, all devices are manufactured, inspected and released to approved specifications. Additional monitoring of complaint information for potential safety signals will be conducted through complaint trends as part of post-market surveillance. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Event description:
It was reported from the analysis of the returned product that confirmed counterfeit was observed. It was reported on (B)(6)2024 that the distributor dental gana notified that these codigs and lots were sold to a customer in chile by a company that we do not have identified. Additional information was requested.